Manufacturer narrative:
The batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the batteries in relation to the reported event. However, the problem could not be replicated during bench testing. Analysis of the batteries revealed that they both met specifications; they passed visual examination and functional testing. Log files showed critical battery alarms, which confirmed the reported event. In addition, log files showed multiple premature battery switching events. No problem with the batteries could be confirmed in bench testing. The batteries were in use when the reported event occurred. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Battery / (B)(4) / model # 1650de / exp. Date: 2016-01-31. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2015-01-19. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced critical battery alarms with fully charged and securely connected batteries. The batteries were exchanged with no reported patient consequences.